Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the edwards' 23-mm aortic bioprosthesis was explanted at implant and replaced with a same model smaller size (21-mm) valve. Through follow-up, the surgeon indicated that the valve was explanted due to a perivalvular leak. The surgeon also indicated that the reason for explant is not related to a device malfunction.

Manufacturer narrative:
(B)(4) = bleeding. Additional manufacturer narrative: through follow-up with the health-care provider, a copy of the operative report was provided. The information indicates that the patient initially presented with critical aortic stenosis of his native aortic valve. Of note, patient's native valve was heavily calcified, as well as along his annulus with some plaque in the ascending aorta. The 23 mm edwards valve was placed after debridement and de-airing procedures were carried out. After the aortic crossclamp was removed, there appeared to be a significant posterior aortic or atrial bleeding noted. The crossclamp was reapplied and cardioplegia solution was delivered. Several pledgeted sutures were placed across the dome of the left atrium where it appeared to be the bleeding point. The crossclamp was removed and after de-airing, the patient again was noted to have significant bleeding. With crossclamp reapplied, inspection revealed no obvious bleeding points, however, the wall was partially obscured by the prosthesis. An external/internal pledgeted suture was passed from the noncoronary sinus aortic wall up through the sewing ring of the prosthesis and secured. Again bleeding was noted; it was felt at this point that significant aortic injury had occurred. The decision was made to removed the valve. Inspection revealed disruption of the aorta extending superiorly from the annulus to the floor of the left main coronary ostia. This appeared to be a long significant plaque, which has apparently been disrupted from needle passage. Unfortunately, the edwards device was not returned for analysis. No further actions are possible at this time.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Follow-up attempts to obtain additional information are ongoing; therefore, no further investigation can be performed into the root cause of the explant at this time.